Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in excellent condition. No tamper seal was removed or broken. Error history log review found no related errors. Power up process was performed and the force sensor was checked and tested. The sample failed force sensor reading at 0.00 pounds. The root cause of the reported issue was found to be due to the force sensor that was out of calibration. Actions were taken to mitigate the reported issue: pump was converted to loaner after investigation.

Event description:
It was reported the device had a force at zero failure with 1.25 pounds. No patient injury reported.